Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported loosening of implant not related to bone-ingrowth and migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2(event attributed to), b5, d4 (common device name), g3, h1, h6 (patient, device, method) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (b(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. On (B)(6) 2025, post the procedure an accidental dislodgement of the broviac catheter occurred. Upon examining the cuff section of the dislodged catheter, it appears that almost no ingrowth into the subcutaneous tissue was observed and the migration of catheter is occurred. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported devices and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. On (B)(6) 2025, post a procedure an accidental dislodgement of the broviac cv catheter, single-lumen, 6.6f occurred. Upon examining the cuff section of the dislodged catheter, it appears that almost no ingrowth into the subcutaneous tissue was observed. There was no reported patient injury.